Manufacturer narrative:
The product testing/visual inspection of the returned product is not performed as the complaint device was not returned for analysis (iol remains implanted). The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient experienced astigmatism, unexpected post-op refraction, photophobia, blurry vision and inflammation in her right eye after implantation of a zct600 intraocular lens (iol). Reportedly, visual acuity was as follows: before surgery: 20/35 or 20/40 each eye. After surgery: 20/200. Reportedly, patient's condition of photophobia, blurry vision and inflammation have improved a lot but concern remains for astigmatism and unexpected post-op refraction. Patient has seen another doctor for a second opinion and gathered that the lens had nothing to do with her condition and it is rather surgically induced. No further information was provided.